Event description:
Customer reported the monitors are going into standby and not returning to normal when the screen is touched. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the upper workstation communication cable. System operates as intended.